Event description:
During an MRI exam, patient experienced a heating and pain sensation that continued after the exam. Also, some time after the exam large red areas were observed on his body and swollen and sore feeling remained.

Event description:
Add'l info received from reporter on 07/27/2015. Enclosed is a revised medwatch voluntary report concerning to an incident which occurred at (B)(6) medical center relative to an adverse reaction after an MRI examination. Please note that this report corrects the device name and model number which were incorrectly stated on our original report sent to you on march 16, 2015.